Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 276 mg/dl. Customer tried to program a correction bolus and the numbers kept scrolling without him pressing the buttons. Customer was trying to enter his blood glucose level when he had keypad issues. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further details given.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected numbers scrolling during testing. The insulin pump also had cracked reservoir tube lip, minor scratches on the lcd window, and scratches on the reservoir tube window.